Event description:
Additional information later reported the treatment started on (B)(6) 2013, the patient had surgery and pump was implanted and filled intraoperatively, per the hcp unable to locate the lot number of the medication as a result. The night before the patient's admission to the hospital the patient thinks she was inadvertently given 4 tabs of gabapantin. The patient was previously prescribed 100mg to take one tab twice a day but that was discontinued on (B)(6) 2010.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was admitted to the intensive care unit (ICU) unresponsive and hypotensive, and was intubated. The dose was decreased from 50 to 24 mcg/day. No diagnostic testing or troubleshooting was required. There was no alleged product issue. As of (B)(6) 2013, the patient was extubated and doing better. The patient status at the time of this report was alive-with injury. The pump was used to deliver lioresal additional information later reported the cause of the patient¿s symptoms was suspected to be a combination of oral medications. No pump diagnostics were performed. There was no device issue. No further actions have been taken. The patient was seen on (B)(6) 2013 in the outpatient clinic by the hcp. He described her as doing well and receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.